Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged kidney cancer and had surgery to remove it. Patient also alleged mass on her adrenal gland above the left kidney. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.